Event description:
The customer reported that while the unit was in use on a patient, after approximately 30 minutes of running, the unit "goes into system fault failure." The patient was switched to another unit and therapy was continued. No patient injury was reported.